Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The product was manufactured on (B)(6) 2021. One sample was received for the evaluation. A visual inspection and functional testing were performed. The balloon was inflated with water and a leak was detected in the lower part of the tube (pin hole at the end of the tube). Since the affected component is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Event description:
The customer reported that due to a leaking balloon (probably a rupture), the balloon had to be replaced. Additional information was received and stated that there was no pinhole noticed in the balloon. Per customer, it was found that there was no proper sealing of the probe. Therefore, the balloon was replaced. During device replacement, there was no part of the probe (e.g, a piece of balloon) could remain in the patient¿s body was found. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.